Event description:
It was reported that the cement set in five minutes. There was decreased time to allow for implantation of components.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.